Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 77.8°f. In addition, the rate of temperature rise was above threshold at 8°f/sec at the mid-motor location. The motor failed the hi-pot testing for patient current leakage at 4.460 ma. Due to heating over threshold the device was also evaluated by engineering. One of the three stator winding resistances was out of the specification value, which resulted in a failed condition. The second stator motor winding marginally passed, and the third winding passed. The motor housing to winding resistances were within specification. During a brief no load test the motor vibrated, was noisy, and was not able to rotate freely. Upon disassembly it was determined the rear motor bearing was shattered into powdered fragments. The cause of the mid-motor overheating was from the required additional supply current due to the elevated frictional load condition from the rear bearing debris lodged between the rotor and stator. Only the motor¿s rear bearing outer race was visible within the bearing retainer. Gouging of the rotor was attributed to the rear bearing debris lodged between the rotor and stator. The motor¿s front bearing felt gravelly and lubricant deficient when manually rotated. The collet bearings ran smoothly when manually rotated. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return. Upon follow up no additional information could be obtained.